Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional and ECG stress testing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable was not returned as part of this investigation. A new multi-function cable was shipped back to the customer with the device, the customer was advised to discard the multi-function cable used. Analysis of reports of this type has not identified an increase in trend.